Event description:
It was reported that a high blood glucose reading was displayed as "high," with a confirmed blood glucose meter value of 452 mg/dl. There was no adverse impact to the customer's blood glucose level as the value did not exceed critical thresholds. The customer took corrective action by administering a correction bolus via the pump, and technical support guided the customer through troubleshooting steps including inspecting the infusion set and tubing. However, no issues were found, and the customer chose to replace the cartridge independently, indicating no further action was needed from technical support.